Event description:
It was reported that approximately one week prior to the date of this report nothing could be drawn back upon the attempt to aspirate from the catheter access port. It was unsure as to why this was attempted. The patient was currently undergoing a dye study. Reportedly, there was no adverse event. This device system delivered clonidine, bupivacaine, and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).